Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully fired. The anvil of the instrument was observed to be not tilted and attached to the instrument. Further inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. Functionally, the device was subjected to a measured anvil attachment test with an acceptable result. Further investigation noted that the shell insert was present, but disengaged into the incorrect position. Inspection of the inside diameter of the shell noted traces of three rings indicating correct fit insertion of both components as a part of the manufacturing process. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. Replication of the disengaged "insert" may occur when an obstruction is inserted inside the anvil assembly causing it to disengage from the clinical device while closing the instrument and/or firing it. Information for use (IFU) include specific instructions for the user to manually inspect the attachment to ensure that the anvil/center rod assembly and integrated trocar are fully mated. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open sigmoidectomy surgery, when performing descending colon anatomy, the stapler did not fire as it was difficult or unable to be closed. Also, component disengaged into cavity and was removed using tweezers. Manual anastomosis with polypropylene suture performed that delayed the time of surgery. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, when performing descending colon anastomy, the stapler did not fire as it was difficult or unable to be closed. Also, component disengaged into cavity and was removed using tweezers. Manual anastomosis with polypropylene suture performed that delays the time of surgery. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.